Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the wavelet as withholding for potential ventricular tachycardia and reprogramming was required.

Event description:
It was reported that the patient was brought to the emergency room (ER) status post cardiac-respiratory arrest. Per the nurse, the patient was found pulseless with a "non-shockable" rhythm and cardiopulmonary resuscitation was initiated. The patient was shocked externally in e.r. For a rhythm described as ventricular tachycardia (vt). The patient was intubated and underwent hypothermia treatment in the intensive care unit. A device check showed that there were two stored episodes from the day of the arrest, one of which was close to the time of arrest and defined by the device as supraventricular tachycardia (svt). However, given the low match scores of the tachy discriminator that led to therapy being withheld, it was questioned whether the tachy discriminator appropriately or inappropriately withheld therapy. It was unknown how long the episode lasted since it fell below rate cut-offs and was considered "terminated" by device. The episode collected by device around time of external shock in the ER was reviewed by an electrophysiologist and was felt to be atrial fibrillation (af) with rapid ventricular response. The device was reprogramed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).